Event description:
A technical call report indicated there was a 'random component failure' on the device and oversensing had occurred. The egm was black and signals appeared as 60 cycle with equal magnitude up and down as opposed to sinusoidal waveform. It was further reported that there was sensing and telemetry difficulty and that the pt went to the ER after receiving shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device could not be interrogated using wireless telementy c and the battery was depleted below operating voltage. Using an external supply, a high and fluctuating current drain was noted. An electrical reset had occured as a result of the low battery voltage which would disable the telemetry c functionality. After resetting the device, the condition could not be reproduced, therefore the root cause could not be determined.